Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported that they replaced the graphic user interface (gui) central processing unit (cpu). The covidien customer service engineer (cse) was called to upload the lasted software revision and perform testing. Once the software was installed the unit passed all tests and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators top display was blank. There was no patient involvement reported.